Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment the caregiver experienced a system alarm and attempted to perform manual rinseback. The caregiver was very slow in performing the steps for manual rinseback which resulted in a 210cc blood loss as the cartridge circuit had clotted. No medical intervention was required.